Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the sales rep via email that during a knee arthroscopy procedure the image produced digital green pixie dust on the all in one ccu + light source. The known fix for this is to unplug the camera from css and plug it back in. Upon doing this, they lost the image and had a black screen on both the ccs feed and also the evo feed. Restarting the ccs did not correct. The display ports were tight and connected, replugging again did not correct. Restarting the display did not correct. The sales rep then powered down the display and ccs, unplugged and replugged both display ports, then powered-up both ccs and display together. This solved the problem. The case proceeded correctly for patient. The case was delayed 15 minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary: the complaint indicates that the device is not being returned for evaluation. The fault was fixed by powering the device on and off. Since the device was not returned for evaluation, we cannot confirm the compliant. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. A manufacturing record evaluation was performed for the finished device serial number on 11-8-2019, and no non-conformances related to the failure were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device serial number on 11-8-2019, and no non-conformances related to the failure were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.